Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead buckled at the tip and had high impedance. The lead was not used and replaced with another lead. No patient complications have been reported as a result of this event.